Event description:
It was reported that this right ventricular (rv) lead is known to have an insulation breach. The rv pacing lead has been low, out of range. Pacing capture was not confirmed. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).